Event description:
It was reported to baxter (B)(4) a basal/bolus infusor device was leaking during patient use. The device was administering fentanyl citrate and saline to the patient when the leak was observed. No patient injury or medical intervention was reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device was returned to baxter for evaluation. A visual examination and functional tests were performed. Device evaluation confirmed the reported condition of a leak. The root cause was determined to be insufficient bonding between the volume indicator and the port. The device is a single use device and was discarded. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.